Event description:
An ipp device was implanted on 12/22/88. The cylinders were revised on 2/6/92. The cylinders were removed from the pt and replaced on 9/11/97 due to fluid loss-pin hole in cylinder.